Manufacturer narrative:
(B)(4). Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms noted during testing. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with minor scratched lcd window, cracked retainer and scratched case.

Event description:
The customer reported via phone call that they had a power error detected. The customer¿s blood glucose level was 108 mg/dl. Customer stated that they received a low battery alert prior to the replace battery now alarm. Customer stated that the review alarm history for replace battery now and determined that they also received a power error detected as well. Customer does not want to troubleshoot for power error detected because of replacing the pump for replace battery now alarm. The customer was advised to call back if issues persist. The insulin pump will not be returned for analysis.